Manufacturer narrative:
The device has been explanted but we have not received the device back from the md.

Event description:
Bilateral capsular contracture, left-side baker grade 3.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. The device weighed 2.0g over specification.